Manufacturer narrative:
Initial MDR 1219913-2020-00216 was filed on august 18, 2020. Additional information: august 20, 2020. The customer had a patient sample that was elevated (138.52 u/ml) with atellica im1600 ca19-9 reagent lot: 458 but recovered within the normal range with two alternate methods. There is no indication of a cancer diagnosis with this patient as they were getting a physical examination. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens due to china customs issues. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (110995285, revision 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." This 1 discrepant result does not indicate a product problem with atellica im1600 ca19-9 reagent lot: 458. The cause of the discrepant result seen by the customer when using atellica im1600 ca19-9 reagent lot: 458 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further investigation is required. The resolution code and the conclusion code have been updated in section h6.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, high atellica im ca 19-9 result on a patient. All quality control (qc) results were within the acceptable normal ranges. Siemens is investigating. The instructions for use (IFU) states the following in the intended use section: "the test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results."

Event description:
A discordant high atellica im ca 19-9 result was obtained on a patient sample, reported and questioned by the physician(s). The sample was repeated on two alternate ca 19-9 test methods, resulting lower. The lower ca 19-9 results agreed with the patient's clinical history. The lower ca 19-9 result from the alternate test method #1 was reported as the corrected result to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 result.